Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the atrial pod diaphragm strikethrough of blood leading to atrial transducer on b braun machines. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the sample was sent with a provided tracking number the samples were misplaced. Due to samples being misplaced proper investigation could not be performed. If a sample become available, the complaint will be reopened for further evaluation.